Event description:
It was reported that the insulin pump alarmed rf pic failed self test. Customer stated that sometimes he presses esc, act buttons and reset the insulin pump goes blank then counts from 1 -6. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.